Event description:
It was reported that during treatment with a u9000 filter, an external leak was observed. The patient was disconnected an blood was returned. The patient was weighted and the actual ultrafiltration volume was a little more than the value displayed on the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not provided for inspection, however, a picture was provided showing the reported leak. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. This is a design related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.